Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that health care professional (hcp) asked regarding a MRI guideline unknown if MRI is due to device or therapy. It was reported that the ins has been dead for over a year. Patient needs a head and neck MRI. Additional information was received from the patient via a manufacturer representative (rep). It was reported that the ins was dead and the patient does not use the stimulator because it is irritating. The reason for the ins being dead was patient compliance. The rep was unable to connect to the battery and the patient did not want to reset to reprogram. The device will be explanted. Surgical intervention was planned, but not yet scheduled. No further complications were reported.